Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl or 520 mg/dl. Customer was hospitalized for sickness and severe dehydration. Customer was treated with fluids and insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump had a bent cannula. The insulin pump was not returned for analysis.